Event description:
The manufacturer received information alleging a power problem occurred on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices power was cut off. In conclusion, the device's power supply was replaced to address the issue. Additionally, during the service of the device, the machine flow sensor was contaminated with foreign matters and the in-line filter, prox. In the fio2 supply tubing was clogged with dust unrelated to the reportable malfunction/issue and were replaced to address the issue. The following parts were replaced for preventative maintenance: air inlet foam filter and muffler assembly. The technician confirmed the fio2 sensor failed in fio2 test in the diagnostic test therefore the fio2 sensor was replaced. The device passed all final testing. A good faith effort attempt will be made to gather additional information regarding the root cause of the malfunction. A final report is being submitted. If new information becomes available a supplemental report will be completed.